Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. A temporary pacemaker was place and the patient was treated with antibiotics. A new cardiac resynchronization therapy pacemaker (crt-p) system was implanted 6 days later. The right atrial (ra) lead was not replaced. No further patient complications have been reported as a result of this event.